Event description:
It was reported that the patient experienced inflation difficulty with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure, it was seen that the reservoir tubing had severely twisted and would not let the fluid move to the cylinders. A tubing break was also identified leading to the component being removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient experienced inflation difficulty with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure, it was seen that the reservoir tubing had severely twisted and would not let the fluid move to the cylinders. A tubing break was also identified leading to the component being removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 reservoir underwent a thorough analysis. The reservoir was visually and microscopically examined, as well as leak tested. During the visual inspection, the kink resistant tubing (krt) was found to be kinked and damaged from the medial to the strain relief junction. Under the microscope, it was seen that suture fibers broke out of place from the kinked outer krt. Based on the information available and analysis results, it was determined that the inflation issues might have occurred due to the tubing fluid channel collapsing from being kinked, causing the sutures to break through. The reported allegations were confirmed.